Event description:
False negative result (s). Even though they are easy to use, well packaged, and inexpensive, I don't trust these tests. My husband took two of them same day that he took a pcr test. Pcr test came back positive but these two test turned up negative. My son now has symptoms and his at home test was negative - he has not had a pcr yet, but it's unlikely he just has a "cold" when his dad has covid.